Manufacturer narrative:
The monopolar curved scissors has been returned and evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint. The instrument was analyzed and found to have blade damage. Both blade edges were indented. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: robotic hysterectomy was performed during the procedure. The procedure was identified pre-anesthesia. The issue noticed before using the instrument. There was no fragment failing from the device, and there was no complication. The procedure was completed robotically with new scissor.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress. A follow-up MDR will be submitted if the product is evaluated and/or if additional information is received.

Event description:
It was reported that monopolar curved scissors (mcs) instrument was noted with a chip at the tip of the instrument. There was no reported of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reported issue was identified prior to starting a robotic hysterectomy surgical procedure. No fragments fell into the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material. The procedure was completed robotically using a backup monopolar curved scissors instrument.